Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis found that the battery contacts were compressed and the lead flex cover and ring cover were contaminated. The side bail covers were broken and the keyboard was scratched. The ring was bent.

Event description:
The external pulse generator was returned to the manufacturer due to a field action. It subsequently tested out of specification during analysis.